Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. The lesion was engaged with a 6f non-bsc guide catheter and was crossed with a 0.014x180cm non-bsc guide wire. The lesion was sequentially pre-dilated with a 2x10mm and 2.5x10mm non-bsc balloon catheters. A 3.50x28mm promus element¿ plus drug-eluting stent was then deployed. Post dilation was performed with a 3.5x10 quantum maverick balloon catheter. However, the physician noticed recoil of the stent even after continuous post dilation. The physician took another 3.50x28mm promus element¿ plus stent and deployed it inside the recoiled stent. Post dilation was performed with a 3.5x8 quantum maverick balloon catheter and timi 3 flow was established. The procedure was then completed. No patient complications were reported and the patient's status was stable.